Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and passed. There was no data log available to review. A bin file analysis was performed and pairing failure was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter was in the wrong operational mode. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.